Event description:
On (B)(6) 2013, the patient¿s spouse contacted animas alleging that keypad button presses did not activate desired pump functions. The reporter mentioned that the keypad button issue began 2 weeks prior to contacting animas. The reporter claimed that multiple keypad buttons were sticking and had to be pressed multiple times before it responded. At the time of the call, the patient¿s spouse stated that the patient¿s blood glucose (bg) had ranged from 200 to 500 mg/dl with no symptoms. In response to high bg, patient would administer bolus via pump. At the time of troubleshooting, review of bolus history revealed several -0- boluses over the last 2 weeks when the patient was attempting to administer a correction bolus. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: on examination, the keypad was noted to be intact without damage. On testing, the ok, up, down and contrast buttons were fully responsive. No 0.00 unit boluses or sticking of the keypad buttons was duplicated during testing. The keypad cover was removed for investigation and did not reveal any button contact defects. No contamination was found under the button contacts. The pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. No alarms occurred during testing. Unrelated to the original complaint, the display screen was found to be discolored. Investigation did not confirm or duplicate the original complaint.